Event description:
Consumer's brother alleges his sister's chair will now only work periodically and she keeps getting stuck in the chair.

Manufacturer narrative:
The device has not yet been made available for evaluation. Should further information or the device become available, a follow-up report will then be issued.

Manufacturer narrative:
Tech installed all parts, tested lift chair and unit is working properly.

Event description:
Consumer's brother alleges his sister's chair will now only work periodically and she keeps getting stuck in the chair.